Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip entanglement. It was reported this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with a grade of 3. There was calcium underneath the posterior leaflet and calcium on the chords. The mitraclip delivery system (cds) was advanced, due to the calcium and the catheter shaft, there were some issues visualizing posterior side of the clip. The clip got caught in the posterior chordae and the clip could not be freed. The leaflets were still able to be grasped and the clip deployed on chordae and both leaflets. Mr was reduced to 1. There was no adverse patient effect and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution and entrapment of device (clip caught on chordae) appear to be related procedural conditions. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.